Event description:
On (B)(6) 2014, the educator contacted animas, alleging a button/keypad (abb dmg prior to tactile cng) issue. Reportedly, the audio bolus button was damaged prior to the tactile change. The educator stated that there was no evidence of moisture or corrosion in the pump and there was no delivery issues noted. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6)